Event description:
It was reported that the high impedances were seen on the patient¿s implantable neurostimulator (ins). Specifically, impedances of >4000 were observed on all except the case pairs which the reporter noted as ¿normal¿. It was reported that the impedances were taken at higher amplitude and pulse width (pw). It was also reported that patient was not getting as stimulation sensation on any electrodes, including case pairs. The healthcare professional (hcp) was planning on revising the patient¿s ins system due to the high impedances. It was also noted that the ins appeared to have ¿plenty¿ of capacity left. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).